Manufacturer narrative:
The micro catheter was not returned for analysis, as it was discarded at the site. Based on the reported information, the report of tip premature detachment could not be confirmed and the cause could not be determined. It is possible the tip became weakened (but not detached) upon extraction from the embolic material mass (due to variable amounts of reflux) subsequently prematurely detaching during removal. It is possible that the tortuous anatomy may have contributed to the tip becoming prematurely detached during removal. All products are 100% inspected for damages and irregularities during manufacture. Linked mdrs: 2029214-2017-01177. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the liquid material embolization, there was report that one microcatheter tip unintentionally detached after injecting liquid embolic material. There was no report of injury occurring because of this event.